Event description:
The catheter would not advance over the wire. The doctor complained that the wire felt so sticky that he could not advance the PICC.

Manufacturer narrative:
Lot history record review: the catalog number and lot number were not provided. During a review of the RMA the reported catalog number is 12102829. A ship history was conducted on the catalog number reported for the RMA and showed the following lots being shipped to the complainant since 01/01/07: 925441, 924311,922803, 919681 and 916404. The lot history records for the possible lots listed above were reviewed for any abnormalities that may have contributed to the cause of the complaint. Nothing known to have contributed to the complaint was observed. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter was returned with the 0.018" wire inside. The wire is sticking out of the catheter approximately 80cm the wire is very wavy and bent. The wire is not all the way through the catheter. The catheter is cut at the 51cm marking. The wire appears to be stuck in the catheter. After pushing and pulling on the wire, I was able to free it from the catheter. Once the wire was freed, it was able to move freely in and out of the straight catheter. When the catheter was looped around my hand the wire could not be interfaced with the catheter. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. During the evaluation of the returned samples, we observed the catheter was returned with the wire stuck inside, when trying to removed the wire, the catheter began to bunch up. After freeing the wire, the wire interfaced freely through the straight catheter, however, once the catheter was looped, the wire would not interface through the catheter. The type of this complaint appears to be design related. Angiodynamics has been made aware of this type of complaint and has opened up a corrective action to address this issue. A review of the manufacturing records for the possible lots indicated that all of the device specification and quality requirements were satisfied. This type of complaint will be monitored for trends. No further action required at this time. Frequency has increased, but the severity of this event is not greater than usual.